Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. No returned samples or actual defect samples for investigation, can¿t perform in-depth investigation. Based on investigation above, the certain cause cannot be concluded at the moment. Was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly. Clog and np gap test was conducted on 7 pcs retention samples and all no needle clog or np gap fail found. Conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly. Root cause: DHR and related manufacturing records were reviewed, no abnormality was found. Based on the investigation above, the certain cause cannot be concluded at the moment. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Rationale: CAPA not necessary.

Event description:
It was reported before use the pen needle 31gx5mm 7 pack was unable to deliver insulin/medication; unable or difficult to prime. The following information was provided by the initial reporter: "the needle was blocked during the exhaust, and immediately changed the needle for injection".